Event description:
The physician attempted to treat two moderately tortuous, moderately calcified lesions in the mid lad, the proximal lesion had 70% stenosis and the distal lesion had 90% stenosis. There were no abnormalities reported in relation to anatomy. Both lesions were pre-dilated with no issues. Negative prep was not performed. There was no damage noted to device packaging, and no issues were noted when removing the devices from the hoop/tray. The devices were inspected with no issues. A 2.5x15mm resolute onyx stent was attempted for use in the most distal lesion but it failed to cross so the physician deployed it in the more proximal lesion (pli 30). Further pre-dilation was performed and a 2.75x12mm resolute onyx was successfully deployed in the distal lesion. There was an 8mm gap between the two stents so the physician decided to deploy a third stent at the site. A 2.25x12mm resolute onyx (pli-20) was attempted but had difficulty getting through the first proximal stent, excessive force was used and when removed the stent struts were noted to be deformed. A ptca balloon was used to dilate the area. A 2.25x08mm resolute onyx (pli-10) device was attempted and was successful in reaching the gap between the two deployed stents despite resistance encountered and the use of excessive force during delivery. The device was kinked and re-straightened during use. The stent balloon was inflated to 12 atm and the physician observed blood in the line and the non-mdt indeflator was unable to hold the pressure as if the balloon had ruptured. Sufficient time was given for the balloon to deflate prior to attempting to remove the device from the patient. The physician attempted to remove the stent delivery catheter and upon retrieval it was noted that the catheter had fractured, leaving the distal portion inside the 6f launcher guide catheter and lad. The physician inserted a 2.0 x 12mm medtronic ptca balloon and inflated inside the guide catheter to trap the fractured stent catheter and it was then successfully removed from the patient with the guide catheter. No difficulties were noted prior to attempting to remove the device from the patient. No patient injury is reported.

Manufacturer narrative:
Image review: images confirm the presence of calcified diffuse disease in the mid to distal lad. Lesion are also present in the left main to proximal lad and in the proximal lcx. No images were provided showing the difficulties experienced with delivery of the 15mm stent to the distal lesion but it can be confirmed that it was deployed in the proximal vessel. Images show the multiple pre dilations of the mid to distal lad followed by successful stent deployment. Further dilations were completed prior to deployment of the 8mm stent. This stent was post dilated and all three stents were post dilated after deployment resulting in good flow through the lad. A guideliner device was used to support the delivery and deployment of the balloons and stents. This confirms the difficult nature of the vessel morphology. Stents were also deployed in the lm to prox. Lad and in the proximal lcx. Post dilation activities occurred to ensure full stent deployments. No issues were observed with the use of balloons and stents in the lm/lcx and ramus arteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 4th 5th and 6th distal stent wraps with struts raised and overlapping. Slight deformation was evident to the distal tip. The guidewire lumen patency was not verified with a 0.015 inch mandrel and 0.014 inch guidewire due to blood/contrast in the lumen. If information is provided in the future, a supplemental report will be issued.